Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0009961482 was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked and twisted all around the shaft. The sheath shaft proximal to the handle was twisted several turns. The rotating knob handle was open. Dissecting the handle showed the shaft was also twisted inside the handle. No breach was observed. The pull wire was not broken. The strain relief was detached from the handle. The shaft had distortion and a knot. Both the sheath distal tip and dilator tip were intact with no fractures, breaks or kinks noted. No teflon delamination was noted at the tip of the sheath shaft. In conclusion, the sheath failed the returned product analysis due to the shaft kink and twist. If information is provided in the future, a supplemental report will be issued.

Event description:
The sheath subsequently tested out of specification per the manufacturer's investigation.